Event description:
New information received stated that the patient was brought into clinic on june 24, 2019 and programming changes were successfully made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the implantable cardioverter defibrillator was post-paced t-wave over-sensing. No intervention was performed at the time. There were no patient consequences.

Event description:
Manufacturer report number: 2017865-2019-12033. Review of transcripts revealed that the implantable cardioverter defibrillator was t-wave over-sensing and the right ventricular lead exhibited oversensing.

Event description:
New information received stated that the implantable cardiac defibrillator was post-paced t-wave over-sensing.